Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed troubleshooting options, with therapy delivery at the time and it was noted there was an infection at the suture site since the device was implanted. The patient mentioned they thought the system had moved. Subsequently, the s-ICD system was repositioned. At a later date, this s-ICD system delivered a shock as inappropriate therapy, so therapy delivery was turned off. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.